Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Additional device: model: a34-34/c80-o20 suprarenal aortic extension lot: w11-4386014 rel. Date: 9/28/2011 exp. Date: 8/31/2012.

Event description:
It was reported the patient had a procedure on (B)(6) 2011 with bifurcated and suprarenal aortic extension. On (B)(6) 2015 patient was treated for type iiia endoleak a disconnect between bifurcated and suprarenal aortic extension. Patient presented emergently on (B)(6) 2015 with abdominal pain and hypertension and the computed tomography showed a ruptured aneurysm. Based on previous history and computed tomography available, patient was rushed to or and received a cook zenith graft to reline endologix graft. Base on images available physician thought there was a type iiia or b at distal edge of bridge pieces placed on (B)(6) 2015. Patient condition is stable.